Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 380 mg/dl and a large ketone level identified as dangerous by healthcare provider. Customer went to the emergency room and was subsequently hospitalized. Bg was treated intravenously with fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy.